Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump got a power system error. The blood glucose level was 296 mg/dl. Customer also stated that due to power system error it might be deleted all the connected devices on the pump. The product will not return for the analysis.